Event description:
The surgeon performed a total knee revision on a patient who had received a left partial knee arthroplasty nine months prior. The patient has been experiencing persistent pain.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation has been initiated with regard to this event. Case session files were reviewed and all values were found to be within acceptable tolerances. The surgeon stated he made the patient (joint) too tight. The surgeon also stated there may have been a stress fracture in the tibia. The implants were not returned for review. Based on the data provided, the rio and implants operated as expected.